Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
My teammate, (B)(6), ordered in the expedium universal navigation set (set exugsb 19) to arrive (B)(6) 2015 under order (B)(4). Upon checking the instruments, we noticed that the navigated screwdriver (2797-34-000n lot#gm4222401) came with a broken tip. We are unsure how this happened; either it was shipped with a broken tip to begin with or it broke off sometime during the shipping cycle. We kept the driver out of the set and it never was brought to the hospital or used in surgery. I can ship back the driver as soon as I hear back. We need a replacement as soon as possible for potential cases next week. Thank you.

Manufacturer narrative:
The igs brainlab universal polyaxial driver [product code: 2797-34-000n, lot no: gm4222401] was returned for evaluation. Visual examination revealed that the fracture was located at the driver¿s distal tip, the second half of the tip was not provided with the device. The device was then sent to fracture analysis. Analysis found evidence that the driver underwent quasi-static over torsional shear failure starting at the hex lobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted and no emerging trends were found. The root cause for the driver tip breaking cannot be positively determined. However, the fracture analysis report suggests that the driver underwent quasi-static over torsional shear failure starting at the hex lobes and extending around the cannulation. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A trend analysis was conducted. No further actions from trending analysis are required; therefore this complaint file will be closed with no further action required.